Event description:
It was reported that the instrument is damaged. According to sales representative the drills broken for no apparent reason. It is unknown whether all broken pieces were retrieved. The osteotomy was fixed only with guide wires, when they could and should have been fixed with screws for greater stability. According to information from the surgeon the drills went down and broke before reaching the cortical part of bone. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 12/21/2011. Device history record review was performed: manufacturing documents were reviewed and no complaint related issues were found. (B)(6). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. The investigation showed that the instrument is damaged. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence. We can only assume that contact with other metallic materials, for example, the bent guide wire, led to an instantaneous application of mechanical overload and hence to the breakage of the instrument. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. While, we can assume that contact with other metallic materials led to an instantaneous application of mechanical overload and hence to the breakage of the instrument, we are not able to determine the exact cause of this occurrence.